Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 147 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.